Manufacturer narrative:
D10 concomitant products: 173016 - 173016 endo stitch instrument, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, when closing the vaginal cuff, the needle broke and half of the needle fell into the patient's cavity. An x-ray was then performed to locate the needle however it was not found. The surgical time was extended 30 minutes or more due to the product problem. The surgeon did not find the partial needle and decided to leave it in the patient's body.